Event description:
Healthcare professional reported exchange from textured to smooth due to concern with the product. Healthcare professional later reported rupture. This record is for left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as surgical impact opening. Shell thickness within specification. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed non penetrating nicks on the device. Red particles observed on the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product. Healthcare professional later reported rupture. The device has been explanted and replaced.